Event description:
Healthcare professional reported "several months post-injection" in cheeks, nasolabial folds, and "under mouth" with juvederm voluma with lidocaine pt developed nodules at the "marionettes wrinkles", nasolabial folds, and "near the right eye". Pt injected in the same locations one month prior with juvederm voluma with lidocaine. Pt treated with "kenalog + xylo + hyaluronidase infiltration" and orbenin. Symptoms are improving. This is the same event and the same pt reported under MDR ID #3005113652-2015-00025 and #3005113652-2015-00030 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine (lot#vb20a30013), also a device mfg by allergan.

Manufacturer narrative:
Further info from the reporter regarding the event, prod, or pt details has been requested. No add'l info is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.